Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was continued when the issue happened, and the procedure was completed by rebooting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that system failed to emit x-ray. After reviewing log file, fse found there is an x-ray tube current out of range. Fse identified that coolant oil was leaking from the certeray, which caused air bubbles to form in the x-ray tube. To resolve the issue, the fse replaced the leaking cu unit. After replacement of cu unit, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a reboot, which allowed for procedural continuation. If an x-ray not possible alert occurs during a procedure, a reboot may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A x-ray not possible alert which can be resolved by utilizing the design mitigations provided by the device (reboot) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.